Event description:
A patient who had recently began using the 320109 product developed a rash after using the device. The patient's mother does the injections and wipes the area with alcohol prior to each injection. The patient has a cobalt allergy. The patient went to a dermatologist and an allergist and the rash was treated with a topical steroid.

Manufacturer narrative:
A request for the sample has been made; it is unknown at this point if the sample will be returned. Upon completion of the investigation, a supplemental report will be submitted. (B)(4).